Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The sample was returned with its packaging. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that there were multiple marks on the inside of the bronchial side tube towards the distal end. According to what was reported, it appears that the end user thought that there should be a murphy eye on the bronchial side. The marks that were observed on the tube supports this as it appears that the end user was trying to push the fiber optic scope out of the tube where they assumed the murphy eye should be. After reviewing the part drawing for this device, it was confirmed that the murphy eye is not part of the product design. Therefore, there is no defect with the returned sample. The reported complaint of "no second opening on y connector" was not confirmed based upon the sample received. According to what was reported, it appears that the end user thought that there should be a murphy eye on the bronchial side. Multiple marks were observed on the inside of the distal end of the bronchial side, supporting this as it appears that the end user was trying to push the fiber optic scope out of the tube where they assumed the murphy eye should be. After reviewing part drawing for this device, it was confirmed that the murphy eye is not part of the product design. A device history record review was performed on the product with no evidence to suggest a manufacturing related cause. Therefore, there is no defect with the returned sample.

Event description:
Customer complaint alleges "when it was time for fiber optic confirmation of placement the very small fiber optic scope went partial ly down tube but hit a blockage. (Cont.) After several attempts the tube was removed and another tube was placed". It was reported the patient's sao2 remained safe throughout the event.

Manufacturer narrative:
Qn# (B)(4). The device involved has not been received for evaluation by the manufacturer at the time of this report. However, a device from the same family was use for the "verification of failure mode reported in the current manufacturing process". Samples (150) were taken from the current production and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. Customer complaint cannot be confirmed. The sample is needed to perform a proper investigation to confirm the alleged defect and determine a root cause. No root cause can be determined. No corrective actions can be assigned. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "when it was time for fiber optic confirmation of placement the very small fiber optic scope went partial ly down tube but hit a blockage. (Cont.) After several attempts the tube was removed and another tube was placed". It was reported the patient's sao2 remained safe throughout the event.